Event description:
Indication: morquio a mucopolysaccharidoses. Spontaneous call from pt to report she was getting an error message at the end of her infusion adapter was not working. The pump was not lit up. She uses the adapter for the infusion. She was able to complete the infusion. She reported no side effects. Was the pt able to successfully continue her infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved, she received a new plug. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? No. Reported to (B)(6) by pt/caregiver.